Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H10: additional narrative: d4: lot number, h4. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H11: corrected data: g4: awareness date reported on follow up 1 report as september 04, 2020 but should have been september 29, 2020. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: background: it was reported that on (B)(6) 2020, while using the expedium verse we performed at 2 level tlif. Everything was going as planned until we are about to final tighten. As we final tighten we hear a weird click that is not the usual torque limiting click. We used the correction key locking caps. The set screw is spinning freely at this point with the cap attached and fully seated in the drive mechanism. As we back the screw out metal shards are coming off the screw tulip. This happens multiple times and wasted 6 screws and countless locking caps. There was a 60-minute surgical delay, the procedure was successfully completed. There was no patient harm/consequence. Concomitant device reported: unknown tightener (part# unknown, lot# unknown, quantity unknown ). This complaint involves sixteen(16) devices. Investigation flow: functional/device interaction. Visual inspection: the 5.5 exp verse screw 6.0 x 50 (p/n: 199721650, lot number: 276412) was received at us cq. Visual inspection of the complaint device showed the head of the screw was locked in the monoaxial position. Per the system guide dsus/spn/0115/0747(1), the polyaxial screw converts to a monoaxial screw upon tightening of the set screw. The system guide indicates that exceeding the system torque may result in failure of the implant. Upon loosening of the set screw, the screw head should become mobile again. The threads of the screw head were inspected, and no issue was identified with the threads. No other issues were identified. Functional test: a functional assessment was performed on the complaint device. A 5.5 exp verse unitized set scr (product code: 199721001, lot no.: xd2132) was used to perform the functional test and the complaint could not be replicated. The set screw was able to be fully seated without spinning in the screw head. The 5.5 exp verse unitized set scr (product code: 199721001, lot no.: xd2132) used to perform the functional test is being investigated in (B)(4). Additionally, the head of the screw was unable to be moved from the received position. Can the complaint be replicated with the returned device(s)? No, the complaint could not be replicated. Complaint confirmed? No. Investigation conclusion: this complaint is cannot be confirmed for the reported condition. However, the possible root cause for the screw being locked in the monoaxial position is over-torquing of the set screws. No definitive root cause could be identified. There was no indication that a design or manufacturing issue contributed to the complaint. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history lot: the DHR of product code: 199721650s. Lot : 276412. Was electronically reviewed and no non-conformances were observed during the manufacturing process. The product was released on: 23.03.2020. Qty: (B)(4). Device history batch: null. Device history review: null.

Manufacturer narrative:
Additional device product codes: kwp;kwq;mnh;mni;osh. Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2020, while using the expedium verse for a 2 level tlif. Everything was going as planned until the final tightening. As the surgeon tightened there was a click noise that was not the usual torque limiting click. The surgeon used the correction key locking caps. The set screw was spinning freely with the cap attached and fully seated in the drive mechanism. As the screw was backed out metal shards were coming off the screw tulip. This happened multiple times and wasted 6 screws and countless locking caps. The fragments generated were easily removed. X-rays were taken to confirm that no metal fragments remained in the patient. There was a sixty (60) minute surgical delay, the procedure was successfully completed. There was no patient harm/consequence. Concomitant devices reported: final tightener (part number unknown, lot unknown, quantity unknown), rod (part number unknown, lot unknown, quantity unknown), 5.5 exp verse scr 6.0x50 (part number 199721650s, lot unknown, quantity 2), 5.5 exp verse scr 6.0x45 (part number 199721645s, lot unknown, quantity 3), verse correction key (part number 199721000, lot unknown, quantity 4). This report involves one (1) 5.5 exp verse scr 6.0x50. This is report 4 of 10 for (B)(4).